Manufacturer narrative:
(B)(4).

Event description:
During follow-up, it was noted that the device exceeded charge time. The device was explanted and replaced. The patient is well.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. Extended charge time was caused by anomalous capacitors.